Event description:
The product was used during a gastrectomy procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue and applied another device to complete the procedure. The hospital has reported the pt's condition is satisfactory.

Manufacturer narrative:
02/27/1998-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition has been confirmed and attributed to a dimensional descrepancy.